Manufacturer narrative:
A ge service representative performed an onsite investigation. The bios settings were evaluated and reset. The system software and configuration files were also evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
Re-evaluation of the complaint upon receipt of additional information on 4/8/2016 determined that an in house biomed repair of the systems lcd monitors and attempted reload of the system calibrations resulted in a loss of the systems bios settings. A gehc service representative went onsite and correctly loaded the calibrations and configurations, restoring system functionality. There is no evidence of a malfunction related to this event. This is not a reportable event.